Event description:
The patient expired approximately 6 weeks after a pump replacement. The catheter was also replaced during the surgery, as it would not flush intraoperatively. The tip of the catheter was approximately t6. As the lioresal dosage the patient was receiving was uncertain, he was started at 200 mcg/day. His previous dose had been 899.3 mcg/day. Withdrawal symptoms post-op were reported, but not specified. In 2006 the dose of lioresal was increased to 276.3 mgc/day, simple continuous. The patient was being supplemented with oral baclofen and valium to manage seizures and hypertonia. The patient recovered from the implant and withdrawal episode, but died in 2006 in bed. The managing hcp is unaware of the cause of the death; she does not think the death was related to the device. She believes that an autopsy was performed - results are unknown.